Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient's external device was not working. Patient reported they had a lot of trouble with their bowels last week and they thought it was something they ate, so they went to check their settings and there was no number on the screen. They set it to where they needed it and felt it in their groin, but then a couple days later they started having problems again and the handset was not charging. Patient services reviewed with the caller that the charge level of the handset did not have anything to do with the settings and the therapy was not designed to change intensity by itself. The caller reported that this happened since the very beginning. They would have their number set at 4 and then they would check it and it was at 2 and they had to put it back to 4. Troubleshooting was suggested, but the caller did not have a charging cable for the handset. They would get it and call back. Patient services reviewed that the healthcare provider (hcp) may be able to pull reports from the device to see the programming changes.